Manufacturer narrative:
Technician found that left foot brake caster needs to be replaced. Technician replaced the left foot brake caster to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the brakes will not hold. No pt impact.